Event description:
On (B)(6) 2011, the patient underwent repair of an abdominal aortic aneurysm. Final angiography revealed a distal type I endoleak. A cook coda balloon catheter was overinflated in the contralateral leg component and ruptured the common iliac artery. The artery was repaired with patch plasty. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.